Event description:
The customer reported that the defib turned off and displayed a power interrupted message. There was no reported patient impact.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.